Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the peritoneal dialysis (pd) transfer set was "idled" and could not connect to the titanium adaptor. This occurred during use of the device for peritoneal dialysis therapy. During follow up, it was clarified that the patient connector could not "stop or close" and kept on rotating when connected to the titanium adaptor. The transfer set was replaced. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.